Event description:
It was reported that the pump touch screen was unreadable, the pump battery was depleting quickly, the wake button was sticking, the insulin gauge was inaccurate and undefined fill notification occurred. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.